Event description:
It was reported that the patient received six shocks from the implantable cardioverter defibrillator (ICD) while at home, causing the patient to lay on the floor. The patient called an ambulance and was rushed to the hospital. The patient was subsequently informed that he needed an upgrade to cardiac resynchronization therapy device, and he underwent a device replacement procedure to a non-boston scientific device. At this time, it is not possible to determine whether the reported shocks were appropriate; additional information is being requested.